Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) display was malfunctioning and not showing normal patient mode image. It had an unreadable image.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). System 98 had display malfunctioning and not showing normal patient mode image. Upon initial inspection getinge person (fse) found the display showed normal patient mode, except for a 2 inch band of red tinted pixels across the bottom of the screen. To fix this issue fse done the display and display cable replacement. Unit now displays images correctly. Unit found to be due for safety disk replacement. Safety disk replacement and all pm procedures carried out. Unit passes tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
It was reported that before use, the system 98xt intra-aortic balloon pump (iabp) unit reported to have a unreadable picture by customer. No patient involved.